Event description:
It was reported that in 2007, a trained physician successfully completed arteriotomy closure using the starclose device after a diagnostic procedure. The pt complained of right leg pain and was brought back with a diagnosis of right leg claudication due to prior starclose deployment. In 2007, the pt had an angiogram of right leg which showed total occlusion at site of starclose. The occlusion was predilated and two nitinol stents were placed to keep the common femoral artery/iliac open. No add'l info was available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.